Event description:
Pt's caretaker called that the meter is giving false high reading. Caretaker tested pt before dinner and obtained a 180mg/dl. Usually insulin is given; however, because the reading was "normal" insulin was not given, since pt is on a sliding scale. Before bedtime around 8:00pm, blood glucose was tested and reading was 500mg/dl. Pt was treated with 10u of regular and 8u of nph; pt was not experiencing any symptoms at the reading of 500mg/dl. Around 11:30pm - 12:00am, caregiver was woken up by pt's spouse who told him that something was wrong with the pt. Caregiver noticed that pt was shaky. He tested pt and obtained a 79mg/dl. He immediately gave pt some jelly and juice and called the paramedics. By the time the paramedics arrived, pt was unresponsive. Paramedics tested pt and obtained a 34mg/dl. Pt was treated with IV. Pt was tested later by paramedics and obtained a 186mg/dl. Caregiver tested pt and obtained a hi. Pt refused to be taken to the hosp by the paramedics. Customer service was unable to resolve the issue and sent pt a new meter.